Event description:
(B)(4). Recently, I have had ultrasounds that show I have cyst on my ovaries. I also had a recent hsg and it shows the coil not in place and tube is open. The coil is in circular form and from my understanding, it is in the uterus lining. Was advised by obgyn to use alternate for of birth control until my next appointment.

Event description:
(B)(4). This is some of the issues I have been experiencing: cramping, sharp stabbing pelvic pain, abnormal menses, period stops, discharge odor, hot flashes, uterine inflammation, excessive menstrual, night sweats, loss of libido, bleeding spotting after sex, , painful periods, long menstrual cycle, lack of "me steal" cycle, yeast infection, itchy/burning/stinging in vaginal, breast pain/ tenderness, abdominal spasms, body ache, back/legg/joint/chest/hip pain, constipation/diarrhea, severe bloating, heart burn, headache/migraine, dizziness, brain fog, mood swings, ringing in ears, numbness in thigh, skin irritation weight gain, hair loss/changes, insomnia, dental issues, weight gain, muscle spasm, dry hair/skin/eyes. Severe bloating, menstrual clotting.